Manufacturer narrative:
(B)(4) g2: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor fractured at the peek part of the anchor near the eyelet after the surgeon malleted the device down. No fragments were reported to be left within the patient and an additional anchor was used to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.